Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported that the original implant date is unknown. Patient was suffering from anterior thigh pain. The surgeon decided he wanted to remove the s-rom stem, sleeve, and 36mm head and implant a bowed stryker restoration stem. He decided it was best to leave the patients acetabular components. Doi: unknown. Dor: (B)(6) 2019. Left hip.